Event description:
It was reported that the pt underwent a spinal surgery at l4/5 to implant the interbody device. The implant broke at the insertion hole. It wasn't noticed until after final placement where a piece of implant threads remained on the inserter. It is believed that the implant placement was good and the implant did loss of its integrity. Therefore, the implant was not replaced and remained implanted. No pt complications.

Manufacturer narrative:
(B)(4): device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event.